Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and failure to capture on the right ventricular (rv) lead. No changes or interventions were performed. The patient condition was unknown.